Manufacturer narrative:
(B)(4). Date sent: 6/30/2025. D4: batch#: unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Additional information was requested and the following was obtained: how was the post-op bleeding identified? Bleeding was intraoperative only and the rest of the questions are not pertinent. What were the indications for surgery? Ans: vats lobectomy for lung cancer. What is the surgeon¿s experience with the pvs device? Ans: have been using pvs for 6 years. What is the compressed width and thickness of the vessel? Ans: device used on pulmnary artery and branches - width less than 30mm. What is the estimated compressed width of the target vessel? Ans: estimated compressed width 25mm. Did the surgeon wait 15 seconds prior to firing? Ans: yes, waited for 15s. Did the surgeon ensure that the complete width of the compressed vessel was proximal to the cut line on the device? Ans: yes. Did the surgeon confirm that no extraneous tissue was distal to the cut line within the jaws? Ans: yes, vessels were dissected and skeletonized. Were any surgical clips used in the area of the device firing? Ans: clips were used after firing, due to bleeding that didn't stop after compression were there any difficulties with the device or staple formation identified during the initial procedure? Ans: no. What was the total estimated blood loss (ml)? Ans: 150- 200ml. What was the pre and postoperative anti-coagulant and pain management protocol? Ans: no pre operative anticoagulaant given, post op anticoalgulant after day 1. Was there calcification of tissue that impeded clamping or cutting? Ans: no. Were there any pre-exiting patient conditions? Ans: no. Was there any other issue noted with the staple line other than bleeding (malformed staples, staple line missing staples, etc.)? Ans: oozing from entire stapling line. Could you please provide more details about the type of oozing? (Not answered by hcp). Patient experienced bleeding from the pulmonary artery after surgeon used the pve35a about 2 - 3 months ago. Bleeding /oozing resolved during the surgery as the surgeon applied clip on the stump to stop bleeding. No feedback on further complication and patient was well discharged. Is there a minor or major blood loss? Ans: the surgeon said there was bleeding on the stapler line from pulmonary artery therefore the surgeon put a clip on the pulmonary artery stump to stop / control the bleeding. No major blood lost reported. Is any transfusion needed? Ans: no. Any major impact to the surgery time? Ans: no. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unk procedure, surgeon reported he experienced bleeding from the patient's pulmonary artery after using the pve35a about 2 - 3 months ago but he only brought it up now. He had to clip the stump with a hemolock. The procedure was completed successfully with no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 09/01/2025. Corrected data: b1 (is product problem), h1 (type of reportable event). Based on the additional information from the surgeon stating ¿bleeding was intraoperative only and the rest of the questions are not pertinent.¿ the placement of the ligation clip codes does not meet the level of a surgical intervention definition. The recommendation was to update the event to a USA FDA malfunction event. Therefore, the us FDA reportability of this event will be downgraded from a serious injury to a malfunction event.